Event description:
During an in clinic follow up, an increased capture threshold, r wave amplitude variation and low pacing impedance were noted on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.